Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 (ten) years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected and/or prevented by following the instructions for use which state: -detection: the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿. -prevention: the instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation: the adhesive around objective lens was peeled, the paint on the suction cylinder was peeled, the paint on the air/water cylinder was peeled, the forceps elevator lever has a scratch, forceps elevator knob had a scratch, the up/down knob had a scratch, the right/left knob had a scratch, the switch 4 had a scratch, the switch 1 had a scratch, the suction cylinder was shaved, the switch box had a scratch, the scope connector had a scratch, the control unit had discoloration, the control unit had a scratch, the screw in scope connector was detached, due to clogging of nozzle water removal ability did not meet the standard value, due to clogging of nozzle water supply volume did not meet the standard value, the adhesive on bending section rubber had a crack, the bending section rubber had a scratch, due to wear of angle wire the play of up/down knob was out of the standard value, the connecting tube had a scratch, and due to adhesive peeling around objective lens a streak of flare appeared in the image. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. It is unknown if there was a delay to pre-cleaning. It was unknown if the air/water nozzle was flushed with water and air. The customer stated it was unknown if there were any abnormalities in the accessories used for reprocessing. It was unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. It was unknown if the air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material inside the nozzle. There were no reports of patient involvement.